Manufacturer narrative:
Our field service technician investigated the ventilator device at the hospital. No faults was verified during the onsite investigation. The device was working according to specifications, and passed all user tests without any generation of faults, the device logs were exported and sent in for technical evaluation. The review of the test log shows that there are no failed pre-use checks logged. The technical log do not contain any technical error alarms that could indicate on a permanent device malfunction, only alerts regarding replacement of the expiratory cassette. No ventilator shutdown can be verified by the review of the event log. The event log contains several clinical alarms indicating a leakage in the patient circuit, and ventilator settings that needed to be adjusted. No device malfunction could be established by the evaluation of the returned ventilator logs.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator stopped ventilating the patient and no tidal volume measurements were shown on the monitor. There was no patient harm. Manufacturer's ref #: (B)(4).